Event description:
After explanting iskd device, x-rays indicated a piece of the device was still inside the femur. After several attempts, surgeon deemed that there would be more morbidity associated with removing the piece, since it is highly unlikely that the piece itself will do any harm to the patient. The iskd is a self-expanding rod mechanism that is place inside a bone for distraction osteogenesis procedures. In this case, a device that was labeled for use in the tibia was being used in the femur of a child since no child sized femoral units are manufactured. ====================== manufacturer response for self expanding bone implant, orthofix iskd======================device was not used as labeled (labeled for tibia, used in femur) device was discarded so no further examination is possible.